Event description:
Medtronic received information regarding a navigation system being used during a cranial resection. It was reported that the operation environment was unstable during optical tracking. The link connection was going on and off. After a system reboot, the environment stabilized ad the surgery was completed. There was no delay and no impact to the patient.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. This event occurred in japan, see section e. H3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.